Manufacturer narrative:
Siemens healthcare diagnostics inc. Has confirmed the occurrence of discrepant high ph results in samples introduced with higher injection volumes (beyond the epoc reader beep or after the "analyzing sample" message is displayed) with epoc sensor configuration 45.n (software version: epoc host v3.41.2 and epoc nxs v4.14.9 & 4.14.11). It should be noted that total carbon dioxide (tco2) is a measured value that uses the ph result and that discrepant high ph results may affect the following calculated values: anion gap (agap) (through chco3 or tco2), base excess (blood) (be(b)), base excess (extra cellular fluid) (be (ecf)), calculated bicarbonate (chco3-), calculated oxygen saturation (cso2), calculated total carbon dioxide (ctco2). Siemens healthcare diagnostics determined the root cause of the ph bias to be caused by sensor configuration 45.n. Siemens has released a notification "discrepant high ph results with sensor configuration 45.n" to inform customers of the issue and provide a workaround option. The affected software version/sensor configuration has since expired, and the new software version is available for installation. Additional narrative, as there is no requirement to file for veterinary medical devices, evaluation shall consider if there is a ¿similar¿ product with human intended uses. This report is being filed in the abundance of caution as if this issue was to re-occur on the similar in vitro diagnostic (ivd) device, there is a potential for serious injury. Section d1/d2a/d2b, the information is based on the ivd device. Section g4: the 510(k)number is based on the ivd device. Section h9: the reporting number is for the ivd device.

Event description:
The customer reported discrepant high ph results on a veterinary patient (cat). Upon repeat testing on the same instrument, the results obtained were expected. The customer was on sensor configuration 45.1 at the time of event. There is no report of injury due to this event.